Event description:
It was reported patient developed pulmonary embolism three days post implantation. Patient was treated medically. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Medical products: persona femur cemented cruciate retaining (cr) item # 42502606202 lot # 64965966; persona articular surface fixed bearing cruciate retaining (cr) item # 42522000410 lot # 64981143; persona all poly patella item # 42540200029 lot # 64843592 . Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2022-00008, 3007963827-2022-00010, 0002648920-2022-00005 .

Manufacturer narrative:
It was reported the patient experienced a pulmonary embolism 3 days postop. She was medically managed while inpatient which prolonged her hospital say by 4 days until the pe resolved. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. If a dvt/ blood clot breaks free, it may travel through the bloodstream and block blood flow to the lungs. This complication is called a pulmonary embolism. Total joint patients are typically placed on medication post-operative for a period of time to help prevent the development of dvt/blood clot formation that can lead to an pe. As the complaint indicated the patient developed a post-operative complication which prolonged hospitalization to medically manage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.